Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that that the system was down and had a startup problem. The rse cleaned the patient database and the system started working. The philips field service engineer (fse) replaced the host pc and hard disk. After replacement of the host pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to startup. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.